Manufacturer narrative:
(B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed inconsistent architect ca 19-9xr results for 7 patients while running on the architect i2000sr analyzer between dates (B)(6) 2021 to (B)(6) 2021. The following data was provided (customer¿s normal reference range: </= 37 ng/ml): (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
The field service engineer (fse) was dispatched to troubleshoot the issue. The fse performed multiple troubleshooting tasks including the replacement of the pipettor (rohs) (ln 7-78479-04) on the architect i2000sr analyzer which resolved the issue. A review of the analyzer¿s service history identified no contributing factors to the current complaint. There have been no further customer reports of discrepant results since the current complaint. Trending was reviewed and did not identify any trends for the product for the issue. The device history record was reviewed and did not identify any non-conformances or deviations for the pipettor (rohs) (ln 7-78479-04) or the architect i2000sr analyzer. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.